Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. No logs were provided. Our fse was onsite to investigate the issue further. After replacing the o2 gas module the unit began to work. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).